Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached; proximal segment returned and analyzed.

Event description:
It was reported that there was a "break" in the outer insulation. The physician was not sure if he "did it with blade or if it was the lead." The lead was capped and replaced. There were no reported patient complications as a result of this event.